Manufacturer narrative:
Address: the full address name of the customer facility is (B)(6). During the inspection at repair center (rc) olympus china, evaluation has confirmed that the distal end port of the auxiliary water channel was clogged by some crystal glue. The customer reported issue of clogged auxiliary channel was able to be confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer reported with an issue of the auxiliary tube is clogged. The issue found during reprocessing. The device was replaced with another device and the intended procedure was completed with no delay. There was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was presumed to have been due to the following: I) medical glue was injected via endo therapy accessory during procedure. Ii) glue adhered to distal end by mishandling while withdrawing the accessories. Iii) the glue solidified and remained at auxiliary water channel opening. The instructions for use (IFU) (reprocessing manual) states as follows: "1.4 precautions: all channels of the endoscope, including the auxiliary water channel (where existing), must be cleaned and high-level disinfected or sterilized during every reprocessing cycle, even if the channels were not used during the previous patient procedure. Otherwise, insufficient cleaning and disinfection or sterilization of the endoscope may pose an infection control risk to the patient and/or operators performing the next procedure with the endoscope." Olympus will continue to monitor field performance for this device.